Event description:
Additional information received reported the patient¿s catheter was replaced (B)(6) 2012. The patient has not been getting medication correctly because the catheter was epidural. Additional information received reported the patient was seen for follow-up at by his pain management physician and he was doing ¿very well.¿ it was noted the cause of the event was ¿misplaced/migration into epidural fat.¿ no patient injury and non-serious injury/illness were reported. The patient resolved without sequelae. The device system was used to deliver 500 mg/ml/day of lioresal, concentration 2000 mg/ml.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: 2012, product type catheter. (B)(4).

Manufacturer narrative:
Product ID, 8731sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID, 8598a lot/serial# unknown, implanted/explanted: unknown, product type catheter product ID, 8596sc lot#/serial# unknown, implanted/explanted:unknown, product type catheter product ID, 8578 lot#/serial# unknown, implanted/explanted: unknown product type accessory product ID, 8540 lot#/serial# unknown, implanted/explanted: unknown product type accessory. (B)(4).

Event description:
It was reported there was a change in therapeutic effect following a catheter issue. During the original implant procedure, the catheter was "snipped" in error by the surgical healthcare provider (hcp). There was a catheter replacement procedure in early (B)(6) because of the fractured catheter. The exact date of the catheter replacement was not provided. The patient was doing well following that catheter replacement until late (B)(6), when the patient started experiencing stiffness, spasms and clonus. A dye study was then attempted; however, the catheter was not patent. The date of the study was not provided. The hcp planned to check the catheter again on (B)(6) 2012 and perform an additional revision if necessary. It was noted that regarding the original problem with the catheter being snipped, there were catheter "implant technique issues", which referred to the surgical error on the part of the resident hcp that was involved in the procedure. Event and patient outcome have not been reported. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the issue was felt to be migration of the catheter at the distal connection segment. A CT scan and dye study were performed in (B)(6), 2012. The CT scan results showed the catheter to be in the epidural space and the dye study showed no dye in the intrathecal space. Catheter replacement was to be determined. It was noted that the pump was working well. The patient status at the time of the report was no injury.